Event description:
It was reported to philips that the device would not turn on. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the flexvision pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Upon further troubleshooting action, field service engineer (fse) found that the problem in flex vision pc. The fse replaced the flex vision pc. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.